Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by fibrin, abdominal pain, and cloudy pd effluent. The cause of the peritonitis was unknown. On an unreported date the same month as receipt of this report, the patient was hospitalized for the event. On an unreported date the same month, the patient began treatment with an unknown intravenous antibiotic (dose, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovering. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.